Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a percutaneous ablation treatment while trying to insert the electrode through the us transducer, the electrode wouldn't pass through the steering guide on the transducer. They could see that there was a bump on the electrode causing it to stop halfway. They switched to a new electrode and could perform the treatment without any further problems. Covidien's initial evaluation of the incident needle found the device damaged and it failed hipot testing. (B)(4).

Manufacturer narrative:
Covidien reference#: (B)(4). Date of follow-up report: 01/30/2016. Evaluation of the incident electrode confirmed the insulation was damaged. The electrode failed high voltage breakdown testing. Although the exact cause of the insulation damage cannot be determined, similar damage has occurred with the use of guiding needles.